Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to bending section cover leaking. In addition to the connecting tube having coating peeling off, the additional findings are as follows: the plastic distal end cover was burned; the connecting tube had a scratch, dent, and the protector was damaged; the control unit up down plate was peeling off; there was a switch contact malfunction; the control angulation was less than specified value; the control unit angulation had plat; and the connector scope ID unit cumulative uses reset. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation confirmed with result of device inspection by sbc (legal manufacturer) that the device had nonconformities due to physical stress. The investigation presumes from the finding and investigation result that the suggested event occurred by stress on the insertion section such as the following. Physical stress such as rubbing or hitting insertion section chemical stress from reprocessing not recommended by IFU (reprocessing manual) stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) IFU (operation manual) warns against applying external stress to the insertion section. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns on non-recommended reprocessing. 1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns on bad storage environment. The storage cabinet must be clean, dry, well-ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope had air ll leakage at the distal end. The event occurred during preparation for use. There was no patient or procedure involved. The device was returned and evaluated, and the connecting tube had coating peeling off. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover had melted or burned around the instrument channel outlet at the distal end. There were no reports of patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 20jun2023. The device was returned for evaluation where the reportable event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.